Event description:
During a laparoscopic supracervical hysterectomy, two devices were used that did not function properly with coagulation. They did not seal well. There was excessive bleeding, so the surgeon changed over to an open procedure to complete the case. Sutures were used and the pt required to units of blood. Pt outcome was fine and did not require a longer hospital stay. She visited her own doctor and is recovering well from her surgery. This is the 2nd device for sequence #2183680-2008-00003.

Manufacturer narrative:
Device received covered in coag, handle is stained with blood, ratchet is in the unlock position, jaw gap .1525" (.300+/-. 100"), jaw intermesh with one another, blade does not make contact with inside radius of electrode, ratchet lock works as designed-holds and releases the jaws in the closed position, flare in place-cracked, top electrode insulation cracked - coincides with flare crack, device activated to the correct generator settings of 5mm cutting forceps, device coagulated and cut as designed with no intermittent coagulation observed, continuity checks out good on both electrodes with no electrical shorting or opens observed as the jaws were closed and opened. Jaw gap is under tolerance, jaw may have been deformed during use. Crack in electrode insulation did not affect the function of the device. Device worked as designed.